Event description:
The fe reported that the system shut down while wiggling the interconnect cable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.